Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a follow up in (B)(6) 2017 the device had an estimated .5 years remaining to end of life (eol). At another follow up in (B)(6) 2018 it was noted that three years were remaining and after the follow up interrogation took place again and it was noted that 1.5 years were remaining. It was noted that the predictions were not accurate and another follow up was booked in three months. No adverse patient effects were reported.